Event description:
It was reported that when using the bd pyxis¿ es server, all devices were not communicating, and 25 devices were under critical override. The customer confirmed that traffic was not flowing and that this was a site-wide issue. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the hospital information technology (hit) team restarted the services to resolve the issue. The system functioned as intended after the customer resolved the issue.